Event description:
It was reported that after a transurethral microwave treatment procedure, the physician confirmed his pt had developed a rectal fistula. The physician successfully completed the procedure with a targis control unit and a ctc standard microwave treatment catheter. About 2 months after the treatment, the pt complained of voiding difficulties and upon examination by the physician, it was discovered that the pt developed a rectal fistula. The pt was treated with a suprapubic catheter initially and subsequently received a colostomy. The pt and physician are evaluating surgical options. No further pt injuries or complications were reported.

Manufacturer narrative:
No disposable devices were returned, therefore, no direct product analysis is available. The treatment file from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. As no device was received for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.